Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00498/-00499/-05199).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on (B)(6) 2012. Review of invoice history confirmed the modular head was removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the october 16, 2012 right hip revision operative report noted the revision was due to elevated metal ion levels and a squeaking noise. Operative report further noted the presence of metal-stained milky fluid, metal-stained synovial tissue, two cavitary defects, metal debris and clear metal-induced osteolysis. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00498 / 00499).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on (B)(6) 2012. Review of invoice history confirmed the modular head was removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.